Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a damaged intraocular lens (iol). The iol edge looked wavy upon opening. There was no patient contact. Additional information was provided indicating that the iol was loaded into a cartridge. Further information was provided by a nurse, who reported "I am not sure when the lens damage occurred".

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).